Event description:
It was reported that this right ventricular (rv) lead was surgically capped and abandoned during a routine device changeout. The pacing impedances and capture thresholds were increasing, however both measurements remained within normal limits. A new rv lead was successfully placed. No additional adverse patient effects were reported.